Manufacturer narrative:
Additional information: section h.6. Programming adjustments have been made; however, the issue did not resolve. It is noted that the implant was fully inserted at the time of implantation. Imaging revealed the electrode has shifted out of the cochlea. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's electrode was successfully repositioned on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicated impedance issues, despite device testing within normal limits. The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent the initial post-operative adjustment on (B)(6) 2026. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.